Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while at a restaurant, the patient accidentally dislodged his insulin pump infusion site in the bathroom. At that time, the patient did not have the necessary supplies to reconnect to his tandem insulin pump. Cgm readings were in the range of 300-400 mg/dl, and the patient did not have a bg meter available for comparison. To prevent further elevation of bg levels, the patient stopped eating. Upon returning home, the patient¿s cgm continued to display readings around 400 mg/dl, while the bg meter measured 249 mg/dl. The patient administered an insulin injection and reconnected the insulin pump. After reconnection, the pump automatically delivered a correction dose based on the falsely elevated cgm value in the 400 mg/dl range. Approximately 30-45 minutes later, the patient experienced visual disturbances followed by a seizure. The patient¿s father called 911. Upon ems arrival, the patient¿s bg meter reading was 31 mg/dl. Ems administered glucose tablets and transported the patient to the emergency department. The patient was unable to recall the specific treatments provided in the ER. He was discharged the following day (more than 24 hours after admission) and reported feeling ¿fine¿ at the time of follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.